Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.